Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reporter is a j&j sales representative.

Event description:
It was reported by the sales rep that during in-house service repair and evaluation, it was determined that the torque limiting handle device failed calibration. There was no procedure nor patient involvement reported. No additional information was provided. This complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary service and repair evaluation: the customer reported the repair technicians found that this device failed calibration. The repair technician reported device failed torque testing. The minimum torque peak attained during evaluation was 13.33 nm which is out of the specified limit 12 nm-13 nm for the part. Torque test high is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is torque test high. The item will be forwarded to customer quality. The evaluation was confirmed. Device history part# 03.602.042 synthes lot# h207652-10 supplier lot# h207652-10 release to warehouse date: 14 apr2017, 17 may2017 supplier: (B)(4) nr-0055082 was generated during production for torque limiting wrench. This non-conformance is not relevant to the complaint condition since the device failed calibration. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: corrected data: d9, h3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.